Event description:
Customer's nurse reported that customer required the aid of emt staff when she received readings in the 300 range while feeling hypoglycemic. Testing was conducted on the fingers. Exact treatment provided by the emt staff was not available from the customer.